Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inratio = 4.3, repeat = 1.5. Therapeutic range = 2-3. Time between testing: 2 minutes. Patient self tester was milking finger after the finger stick and added multiple drops of blood.

Manufacturer narrative:
Investigation pending.